Event description:
Country of complaint: (B)(6). After knotting correctly the knot came loose.

Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Reported device not marketed in the u.s.; however, similar device is. Samples received: 5 unopened pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. There were no previous complaints of this code/batch. There are no units in stock. All packs received are tight. The knot security control of the samples received was tested and the results are in the acceptable range for this product. Final conclusion: the complaint is not corresponding (not justified).